Event description:
The customer reported the sensor and blood glucose reading were different. Customer's blood glucose was over 500 mg/dl and sensor reading was 300. After couple of hours, customer's blood glucose was 80 mg/dl and sensor reading was at 120's. Currently, customer's sensor reading was 66 and blood glucose was 64. Customer declined troubleshooting. Customer reported the lowest low blood glucose was 29 and highest high was over 500. Customer stated last month she had surgery and her sensor glucose reading and blood glucose reading were stable, but past weeks ago readings has been unstable. Customer stated might need adjustments in her basal readings will contact her health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.